Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that during usage of a bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure, was found to have a hole in the stopper. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: summary: bd received photos from the customer facility for investigation. The customer photos were evaluated, and part of the stopper was observed to be missing. Two hundred retention samples from the incident lot were visually inspected, and no similar issues were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Conclusion: based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation, and a potential root cause from the manufacturing process has been identified. Root cause: based on the investigation, the root cause / potential root cause for the stopper defect was determined to be an anomaly during the stopper molding process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.